Manufacturer narrative:
(B)(4). Batch #: r5a310. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received unfired with the one piece sled not properly assembled. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The procedure was ldg. The jaws were opened with knife reverse switch. There was no bleeding and tissue damage for the patient after the jaws opened.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 6th firing of delta anastomosis, and the jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient. One psee60a and one gst60b will be returning. (B)(4). (B)(6).